Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The patient¿s medical records have been requested. Upon receipt additional information will be submitted accordingly.

Event description:
The patient experienced ventricular tachycardia during treatment and was subsequently hospitalized.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
The patient's peritoneal dialysis registered nurse reported the patient had not been eating prior and became hypokalemic and caused the ventricular tachycardia. The patient was transferred from the hospital to hospice care where the patient subsequently expired. Cause of death was reported as failure to thrive. Medical records were requested but will not be made available.